Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of unable to verify the placement for the PICC and 3cg, okay button not working was unconfirmed; the unit is functioning properly.

Event description:
It was reported unable to verify the placement for the PICC and 3cg. We think it the sherlock but the nurses have tried another working shelock on there and its the same thing. No other information was provided.

Event description:
It was reported unable to verify the placement for the PICC and 3cg. We think it the sherlock but the nurses have tried another working sherlock on there and its the same thing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.